Event description:
The customer complained of a discrepant glucose result for 1 patient from accu-chek inform ii meter serial number (B)(4). At 13:44 the glucose result was 478 mg/dl from the meter with a fingerstick. At 13:48 a sample was collected for the laboratory and the result was 157 mg/dl. The qc results prior to and after the event were acceptable. There was no adverse event. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.